Event description:
Severe allergic skin reaction suspected due to exofin glue. Pt one week post breast reduction surgery. Used for skin closure in the operating room. We have been seeing a number of these lately and gave stopped using the product. FDA safety report ID# (B)(4).